Manufacturer narrative:
The evaluation for this complaint was performed on 2/11/2016. Based on the investigation findings the complaint cannot be confirmed as the device is damaged and is missing components. However the most likely root cause of the broken pusher is due to excessive tension being applied to the device. (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4). Correction made to zip code was in incorrect position/location. The report was stated fail submission on jan 18, 2016 18:18:27 est.

Event description:
It was reported from (B)(6) that during the treatment of an anterior communicating artery aneurysm, detachment difficulty of the coil was encountered. Upon withdrawing the coil, the coil broke and remained within the patient. Retrieval attempts were unsuccessful as the coil was too far distal and the vessel diameter was too small to reach with the snare. No additional attempts were made to retrieve the coil. The aneurysm was treated with additional coils successfully. No additional information could be provided. The status of the patient is unknown.